Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that after implant of this pacemaker and right ventricular (rv) lead and following pocket closure, noise, oversensing and pacing inhibition for greater than 2 seconds of asystole was observed during pocket manipulations. A device header problem was suspected. The pocket was reopened and the device was explanted and replaced. The rv lead remains implanted and in service. No additional adverse patient effects were reported.